Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was unable to troubleshoot further with tandem technical support but was educated on how to perform a pump reset when ready. No additional information was provided.